Event description:
It was reported in a service report that, without a pt, the spring of the buckle popped free when the operators snapped the chest restraint buckle into place.

Manufacturer narrative:
Result: buckle.